Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was sensing noise. Programming changes were made to resolve the issue. The patient was in stable condition.